Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided. Therefore, the investigation is confirmed for filter tilt, filter migration, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6 (device: 4001) h11: b5, g1, h6 (results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the event indicated that an unknown vena cava filter allegedly tilted, migrated, perforated the ivc and unable to retrieve. This report was received from one source. This patient had no reported patient injury. The weight of 65 year old female patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that an unknown vena cava filter allegedly experienced sometime post vena cava filter deployment the filter tilted, migrated, and perforated the ivc. A retrieval attempt was reportedly unsuccessful due to the filter being embedded and perforating the ivc. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.